Manufacturer narrative:
(B)(4).

Event description:
A (B)(6) study showed the rollers turning. The hcp could not aspirate the catheter for a dye study. The pump was replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.